Manufacturer narrative:
As part our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event but with no results. In addition, the local sale representative visited the customer¿s site and reported that although there was no visual damage noted to the access sheath it was possible that the customer pulled too large of a piece of stone through it, damaging it and scratching it all the way up (coil). The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during an unspecified procedure, ureteral access sheath coating coiled up and came off. It is unknown if any device fragment fell into the patient. The fragment could not be located. It also unknown if the intended procedure was completed.